Event description:
The device was used in an attempt to administer a defibrillator shock to a pt. The device reportedly failed to discharge until the operator pressed the discharge switches several times. There were no adverse affects to the pt reported as a result of device use.

Manufacturer narrative:
The hosp biomedical dept evaluated the device and could not replicate or confirm the reported incident. Proper operation was observed and the device returned to use in the hosp.